Event description:
The consumer was in his pronto wheelchair and states he was trying to catch a train. He went up an escalator and allegedly fell back, dislocating his shoulder.

Manufacturer narrative:
Manufacturer contacted consumer. Consumer stated they were attempting to go up an escalator and fell. Current user guide states warning-escalators do not use an escalator to move a wheelchair between floors. Serious bodily injury may occur. MDR filed based in injury.